Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received stuck motor failed alert. The customer¿s blood glucose level was unknown at the time of incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The insulin pump had constant pump error alarm during the rewind test due to corroded motor home switch causing the motor slide to rewind past the motor home switch and remaining stuck against the motor housing. Unable to perform the prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to constant pump error alarm. The electronic assembly and force sensor had moisture damage.